Manufacturer narrative:
Additional information received; the sponsor assessed the type ia endoleak as having a causal relationship to the endoanchor. It was also noted that along with the type ia endoleak, the endoanchors were noted to no longer be in the vessel wall. Correction; event date - (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were used prophylactically in a non-mdt stent graft during the endovascular treatment of a 72mm abdominal aortic aneurysm. The proximal aortic neck diameter was noted as 24mm with a neck angulation of 88 degrees. 50% thrombus and 10% localised calcium were observed around the seal zone. It was reported a follow up with the patient approximately 3 and a half years later revealed a type ia endoleak and an increase in aneurysm diameter. The cause of the endoleak was assessed to be related to the endograft and heli-fx endoanchors. No additional clinical sequalae were reported.

Manufacturer narrative:
Additional information: it was reported the type ia endoleak was observed again approximately two months later. It was reported that an endovascular repair was not possible and the patient did not want an open procedure due to feeble health. Subject has chosen not to comeback for follow-up visits and has been discontinued from the anchor registry. If information is provided in the future, a supplemental report will be issued.